Event description:
The pt's friend reported that the pt's infusion device was alarming error 11 (end of temporary basal rate). The friend was instructed on how to clear the error. The friend then stated that the pt's infusion tubing became snagged on her underwear and she accidentally ripped the infusion site out of her skin. The pt was unaware that she was no longer receiving insulin and her blood glucose measured "hi" on her blood glucose monitor. To lower her blood glucose, the pt inserted a new infusion set and bolused through her infusion device. The friend stated that it took 4 hours to lower the pt's blood glucose and he was giving her boluses of 2 units per hour. After 4 hours and 7 units of insulin, the pt's blood glucose lowered to 531 mg/dl. Upon follow up, the pt's friend stated that the pt's blood glucose continues to be elevated and they think she may have an infection. The pt has contacted her physician. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.